Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (40-60 mg/dl) in the mornings and juice was consumed to address the bg level. The customer reported that the low bg was due to the pump's basal setting was too high. During the evening, the bg would drop and was possibly due to the customer's increase in activity. Tandem technical support advised the customer to discuss the event with a healthcare provider.